Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they got pump error and blank display. The customer's blood glucose was unknown at the time of the call. Product will not be returned for analysis.

Manufacturer narrative:
Unit received with critical pump error and pump error 40 due to moisture damage on all electronic assemblies. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Unable to verify blank display anomalies due to critical pump error. Unit received with corrosion on force sensor assembly, moisture damage on motor home switch and corroded battery tube.